Manufacturer narrative:
This report is submitted on march 17, 2022.

Event description:
Per the clinic, the patient experienced recurrent infections (treatment unknown) and skin overgrowth around the abutment. The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to replace the abutment. Subsequently, the patient was treated with an injectible steroid on (B)(6) 2022. This report is submitted on july 15, 2022.